Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that there was an incomplete mesh. The event timing was during previously recovered cadaver skin. There was no patient involvement. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record for pn 00770100000 identified no repairs related to the reported event. Pn 00770100000 is a limited investigation, as per (B)(4); (8.3.4) a review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.